Manufacturer narrative:
Additional information :the device was received for evaluation. Visual inspection was performed and a separation of the tubing from the clearlink y-site in the downstream part was identified. The reported condition was verified. The cause of the condition was found to be due to a machine issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set was broken; further described as one piece of the tubing was not connected. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.